Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
User facility medwatch attached.

Manufacturer narrative:
(B)(4). The band and port were returned for analysis. The tubing strain relief (collar cuff) was not returned for evaluation. To mitigate the strain relief ¿migration¿ from the locking connector, a design enhancement was implemented with the approval of the FDA to glue the strain relief to the locking connector. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.